Event description:
It was reported that the universal aseptic transfer kit housing was broken by the motor vibration while cutting "4 in 1". The device broke into two parts which fell into the operative field. It was reported that surgery time was extended by an unspecified amount of time. There was no report of pt injury associated with the event. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.